Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 date of submission 04/12/2016-device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2016 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored; the complaint was duplicated. During a visual inspection of the pump, the battery compartment was observed to be cracked with visible evidence of moisture ingress inside. A leak test was performed and failed, indicating a battery compartment leak. The pump case was removed, and no further evidence of moisture ingress was found.

Manufacturer narrative:
Follow-up #1 date of submission 03/08/2016. Correction to initial reporter name: (B)(6).